Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit after a battery change. The blood glucose reading was 86 mg/dl. The issue was resolved upon troubleshoot, and the display returned. The customer was advised that the battery out limit was indicative of normal device behavior, since the batteries had been kept out of the insulin pump for greater than the duration allowed by the device. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.